Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation primary with an unknown mentor saline breast implant has experienced postoperative right-sided implant deflation. As a result, the patient underwent explantation and replacement with two mentor smooth round moderate profile saline breast implants, left catalog # 3501697 and serial # (B)(4), and right catalog # 3501680 and serial # (B)(4) on (B)(6) 2016.